Manufacturer narrative:
Lead model 3387s-40, lot #v399857, implanted: (B)(6) 2010, explanted: na, extension model 7482a40, serial #(B)(4), implanted: (B)(6) 2010, explanted: na.

Event description:
It was reported that the patient's neurostimulator depleted after 16 months of use. Additional information was requested and a follow up report will be sent if obtained.

Event description:
Additional information. The health care professional stated the battery was interrogated on (B)(6) 2011 and at that time it read 3.33, which meant it needed replacement. The patient's last settings were 3.0, 180, 170 with electrodes 2,3 negative and 1 was positive. Per the hcp the patient refused a battery replacement, and no further information was provided.